Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual examination of the lead found an external abrasion breaching the outer insulation which was due to friction to the device can at the proximal region. This likely caused the reported noise. Other damages found on the lead are consistent with that occurring at the time of implant or explant. Tests performed indicated normal electrical characteristics.

Manufacturer narrative:
(B)(4).

Event description:
Lead noise was noted on the left ventricular lead, which led to a high ventricular rate. The lead was explanted and replaced.